Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient information was requested but not provided.

Event description:
It was reported the rn found the device alarming "infusion complete" and noticed that the air in the tubing was below the device's air-in-line detector.